Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection and redness of the pocket site. It was reported further that the patient had a hole in the pocket and had compression necrosis of the pocket site. The pacing lead was capped and remains in the pocket site. The implantable pulse generator (ipg) was explanted and the incision was closed. No further patient complications have been reported as a result of this event.